Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the vertical lift column. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the vertical lift would not work. No pt injury was reported.